Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed targe lesion was located in the moderately tortuous and severely calcified common iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.